Event description:
The inflation cuff would not inflate. Rptr states, a cheap cap is used over the inflation valve. After about 6 mos use the cap falls off. May fall off into a pt and would be difficult to remove.